Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that ¿although the coil was repositioned several times in the aneurysm of ic, it was not able to deploy nicely.¿ it is probable that the device became damaged as a result of the repositioning attempts resulting in the reported event. An assignable cause of operation context has been assigned to this event.

Event description:
The physician unsuccessfully repositioned the coil several times; therefore, it was removed. It was reported that when the coil was being removed it became stuck in the y-connector valve and it detached. There was no reported clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
The physician unsuccessfully repositioned the coil several time; therefore, it was removed. It was reported that when the coil was being removed it became stuck in the y-connector valve and it detached. There was no reported clinical consequences to the patient.